Event description:
A 14. Umm retaining hex su driver used during the procedure broke at the tip while in use by the surgeon. Both pieces retrieved and sequestered by globus medical staff at the time of incident.